Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the ip-up fenestrated grasper instrument for failure analysis evaluation. A review of images provided by the customer was conducted. The images showed an instrument with the proximal clevis dislodged from the main tube, preventing removal of the instrument from the cannula. There is one image that appeared to show a fragment on a piece of gauze.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer was unable to remove the tip-up fenestrated grasper instrument that was installed on universal surgical manipulator 1 (usm). The instrument reportedly broke and the tip was at a 90-degree angle. The customer was unable to take control of the instrument and remove it through the cannula. The intuitive surgical, inc. (Isi) technical service engineer (tse) informed the customer that they may need to undock the trocar from the patient. The surgical technician was then able to safely remove the instrument with the cannula attached. While on the call with the tse, the customer was trying to remove broken pieces of the instrument that fell inside the patient. It is unknown if all fragments were retrieved. Logs were not available at time of call. The staff proceeding with procedure. The procedure was completed.